Manufacturer narrative:
The harmonic ace curved shears has been returned and evaluated by the failure analysis team. The instrument was found to have a blade broken. The blade broke at roughly .197 from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, bottom jaw fell into the patient and it was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow up attempts to obtain additional information and it was confirmed that the fragment was grasped with davis and geck grasper when performing ligating/dissecting broad ligament surgical task.